Event description:
The facility reports the patient was being transferred from the bed to the wheelchair. As the patient was being lifted from the bed, the attachment clip broke. No injuries were reported.